Event description:
On an unreported date, the patient experienced a breach in aseptic technique, which may have led to peritonitis. It was reported that air was introduced at a loose connection site between the transfer set and the titanium adaptor. It was not reported if effluent culture were performed, however the reported peritonitis was classified as bacterial peritonitis. Treatment was not reported. The patient was recovering from the peritonitis. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed, because a batch review and sample evaluation could not be performed to confirm the problem. The patient reported a loose connected, but there is not enough information to determine an assignable cause for the connection issue. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.